Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had telemetry failure. The printed circuit board was replaced and calibrated, and the hard drive was reconfigured and loaded with software. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.